Manufacturer narrative:
Analysis of the returned device showed that the fiber does not exhibit signs of usage. The fiber is broken within the white tubing at 3 feet and 0.5 inches from connector, between input connector and control knob. The fiber was tested with hene laser fixture and the aim beam is visible at the location of break. The outer sheath exhibits no signs of melting. Information received indicated that the fiber was damaged by towel clamp when the scrub nurse fixed it. An assignable evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
Analysis of the returned device revealed that the optic fiber was broken. There was no patient injury.